Manufacturer narrative:
The affected device was discarded by the hospital and was not available for technical analysis. The cftrd was used to treat an adenoma in the colon ascendens. The clip was not deployed before tissue resection. The outer diameter of the endoscope used for the procedure is too small and therefore does not comply with the specifications mentioned in the instructions for use. This can lead to difficulties with clip deployment. According to the information provided by the user, a grasping instrument and suction was used to mobilize the tissue and during clip deployment. This can cause high tissue counterpressure making clip application more difficult. It is stated in the instruction for use that the tissue must not be sucked into the application cap, but must be collected. Additionally, the instruction for use states that the application ring must be remain visible and be observed in the endoscopic image. Clip application must be verified before tissue resection otherwise this can result in a perforation. The review of the manufacturing-related documentation did not reveal indications of a product malfunction or a deviation from product specification.

Event description:
The colonic ftrd was used for the treatment of an adenoma in the ascending colon. The clip was not deployed before resecting the tissue. The resulting perforation was closed with clips within the same prodedure. The patient recovered well.